Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
It was reported the patient no longer felt stimulation sensation. The issue began 1 ½ to two weeks prior to report. The patient stated there had been no falls or trauma. It was verified that stimulation was on and the implantable neurostimulator (ins) battery was charged. The patient stated he was on side one at 4.90. The patient tried turning stimulation up to 8.5-9 but still did not feel anything. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.